Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the main coil was seen to be kinked and stretched. The main coil delivery wire was seen to be broken/fractured. The main coil delivery wire was seen to be kinked/bent. Functional testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while repositioning the subject coil several times to engage in the aneurysm, the distal part of the coil got stretched. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter, the rhv was adequately tightened while the introducer sheath was in the hub (not over/under-tightened) and was opened enough to allow passage of the device through without damage, no torque was given where advancing the delivery wire, and the coil was advanced slowly and gently without applying excessive force. During analysis, the main coil was found to be kinked/bent and stretched. Additionally, the coil delivery wire was found to be kinked/bent and broken/fractured. It is probable that the main coil sustained damage during the procedure during attempted repositioning. It is probable that the coil delivery wire experienced a bending/torsional load during use which caused it to kink and fracture. An assignable cause of procedural factors will be assigned to the reported and analyzed damage of the main coil stretched as well as the analyzed damage of the main coil kinked/bent, coil delivery wire kinked/bent and coil delivery wire broken/fractured during use since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) delivery wire was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.